Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely a meningitis episode with worse development on the contralateral non-implanted side. Therefore, also considering the delayed onset, the most likely rout of access was a bacteremia. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. During investigation the device operates within specification. This is a final report.

Event description:
The user contracted pneumococcal meningitis. The surgeon decided to perform a bilateral mastectomy and explanted the device as a precautionary measure. At the moment the user is in the intensive care unit.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user contracted pneumococcal meningitis. The surgeon decided to perform a bilateral mastectomy and explanted the device. At the moment the user is in the intensive care unit.